Event description:
It was reported that the pt experienced a shocking or jolting sensation and increased stimulation as he went through airport security. After going through security (more specifically, a metal detector), stimulation was "not working." The pt was not able to feel stimulation. The pt was traveling and did not have a pt programmer or recharger with him. A MFR representative checked the device and impedances were within normal limits. The neurostimulator was turned off and then back on, and turned up slightly until the pt was able to feel stimulation again. The pt was happy to have stimulation back. Additional info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).